Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the physician heard a sound when extending the helix on the right atrial (ra) lead and questioned if the connector pin was broken during rotation. A stylet could not be inserted into the lead thereafter. A different lead was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.